Event description:
New gastrostomy button inserted by the physician. Child was home for school break. Upon return to school on 8/28/95, mother notified the nurses that the button broke on 8/17/95. Noted a tear half way thru the top shaft of the button device. Required insertion of a new button. Age of device: 5 days.